Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's investigation was exclusively performed on the basis of the provided information which confirmed the occurrence of error message e433. This error code is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, this was caused by a defective generator board. Thus, this event/incident was attributed to component failure. A manufacturing and quality control review could not be performed since basic data of article identification (serial number) are missing. Instead, a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed on olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during a therapeutic laparoscopic renal cyst decompression procedure, the esg-400 hf-generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.